Event description:
Due to EU personal data protection laws, the patient information and outcome are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5 and h.10. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Invetigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.4, h.6 and h.10 and corrected information in h.3, d.2, d.4 and d.9. Retraining was offered to the customer, however the customer declined retraining. Root cause: based on the investigation, the root cause of the air bubbles noted in blood warmer tubing may be related to outgassing. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles.

Event description:
Patient gender and weight were included in a.4 as a system limitation and do not apply to this event. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacturer date and expiry date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an erythropheresis procedure, they noticed the presence of numerous air bubbles in the return tubing of the blood warmer, up to the fistula needle. The blood warmer was set at 37°c according to protocol. There were no consequences to the patient. Patient information is not available at this time. Terumo bct is awaiting return of the disposable set